Event description:
Additional information was received that on (B)(6) 2021 the patient experienced several episodes of ventricular tachycardia (vt). The patient had a transthoracic echocardiogram (tte) that showed mild right ventricular enlargement with moderate to marked reduced systolic function. The patient was started on an amiodarone drip. Electrophysiology was following the patient and they were transferred to the critical care unit (ccu) for hemodynamic monitoring. The patient underwent right heart catheterization that showed ra 2, pulmonary capillary wedge pressure (pcwp) was 10, and cardiac output/ cardic input was 5.6/2.8. A swan-ganz catheter was placed while the patient was in the catheterization lab. On (B)(6) 2021, the patient had vt again and was started on a lidocaine drip.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ lists bleeding, right heart failure, cardiac arrhythmia, hemolysis, infection (local, driveline, and pump pocket), and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a transthoracic echocardiogram (tte) showed concern for a slightly larger hematoma around the right atrium that was consistent with a mediastinal hematoma per computed tomography (CT) report on (B)(6) 2022 and (B)(6) 2021, the patient underwent right anterior thoracotomy with successful evacuation of mediastinal hematoma.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on (B)(6) 2021 that the patient's creatinine went up to 2.02 on (B)(6) 2021. The patient had non-oliguric acute kidney injury that was complicated by peripheral edema, which was likely secondary to ischemic acute tubular necrosis as a result of diuretic use. Dialysis was initiated for volume management through (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient was experiencing rising lactate dehydrogenase (ldh). However, the patient¿s ventricular assist device (vad) settings were stable with unchanged parameters. Treatment arm medication had been on hold due to the presence of a feeding tube. The patient was started on acetylsalicylic acid (asa) on (B)(6) 2021 and the patient¿s ldh began to downtrend. Additional information was received from the customer stating that thrombosis was not confirmed and there were no changes in heparin. However, warfarin was stopped around the time of the event onset due to the possibility of the patient needing a tunneled dialysis catheter (tdc). The patient also stopped taking tamoxifen (tam) given that it can not be crushed into feeding tubes. On (B)(6) 2021, the patient was given a transthoracic echocardiogram (tte). The tte revealed that the patient had a mildly enlarged right ventricle (rv) and a small left ventricle (lv), both with reduced systolic function. A large dense structure was noted adjacent to the right atrium (ra) with mediastinal hematoma per the recent computed tomography (CT) report. The patient¿s ldh continued to downtrend and the patient continues to be monitored. It was also reported that the patient was experiencing renal dysfunction. On (B)(6) 2021, the patient's creatine level increased to 2.02. The patient had non-oliguric acute kidney injury which is complicated by peripheral edema. This is likely secondary to ischemic acute tubular necrosis in the setting of diuretic use. Dialysis was initiated for use to manage volume through (B)(6) 2021. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding, hemolysis and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 01jul2022 that on (B)(6) 2021 the patient was re-intubated for airway protection for altered mental status. On (B)(6) 2022 had a nasogastric tube placed for management of ileus. On (B)(6) 2021 the patient had hematuria. The patient was bleeding from percutaneous endoscopic gastrostomy stoma and skin tear as well as epistaxis. The subject received packed red blood cell (prbc) transfusions.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) until the patient passed away on (B)(6) 2021 from systolic and diastolic heart failure. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1, introduction,¿ lists bleeding, cardiac arrhythmia, hemolysis, infection (local, driveline, and pump pocket), arterial non-central nervous system (cns) thromboembolism, multi system organ failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿, also lists infection and thromboembolism as potential late postimplant complications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient had renal dysfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient was experiencing rising lactate dehydrogenase (ldh). However, the patient¿s ventricular assist device (vad) settings were stable with unchanged parameters. Treatment arm medication had been on hold due to the presence of a feeding tube. The patient was started on acetylsalicylic acid (asa) on (B)(6) 2021 and the patient¿s ldh began to downtrend. Additional information was received from the customer stating that thrombosis was not confirmed and there were no changes in heparin. However, warfarin was stopped around the time of the event onset due to the possibility of the patient needing a tunneled dialysis catheter (tdc). The patient also stopped taking tamoxifen (tam) given that it can not be crushed into feeding tubes. On (B)(6) 2021, the patient was given a transthoracic echocardiogram (tte). The tte revealed that the patient had a mildly enlarged right ventricle (rv) and a small left ventricle (lv), both with reduced systolic function. A large dense structure was noted adjacent to the right atrium (ra) with mediastinal hematoma per recent computed tomography (CT) report. The patient¿s ldh continued to downtrend and the patient continues to be monitored. It was also reported that the patient was experiencing renal dysfunction. On (B)(6) 2021, the patient¿s creatine level increased to 2.02. The patient had non-oliguric acute kidney injury which is complicated by peripheral edema. This is likely secondary to ischemic acute tubular necrosis in setting of a diuretic use. Dialysis was initiated for use to manage volume through (B)(6) 2021. On (B)(6) 2021 the patient had a major infection. The infection was determined to be methicillin-resistant staphylococcus aureus (mrsa) bacteremia/aspiration pneumonia and was not device related. Although the patient was stable, there was no increase in pump power, however, the patient¿s ldh was steadily rising at 700 which was a concern for hemolysis. On (B)(6) 2021 the patient also developed hemolysis. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding, hemolysis, infection and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22mar2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 20jan2022 that on (B)(6) 2021 the patient experienced a major infection and hemolysis. The infection was not believed to be device related, and was diagnosed as methicillin-resistant staphylococcus aureus (mrsa) bacteremia/aspiration pneumonia. On (B)(6) 2021, the patient's vad settings were stable with no increase in power. Lactate dehydrogenase (ldh) was steadily rising (at 700) and there was a concern for hemolysis in the setting of pump thrombosis. The patient had not been able to take their acetylsalicylic acid (asa) for 2 days prior as it could not be crushed into the feeding tube. On (B)(6) 2021, hemolysis labs showed anemia and hyperbilirubinemia, a chest computed tomography (CT) scab showed multifocal pneumonia, and blood cultures were positive for mrsa. White blood cell count was increased and the patient was started on broad spectrum antibiotics on (B)(6) 2021. The patient was on 100mg doxycycline twice a day for lifelong suppression. On (B)(6) 2021, the patient was back on asa and heparin, and ldh was downtrading. The patient eventually stabilized and was discharged on (B)(6) 2022.

Event description:
Additional information was received that the patient's gross hematuria on (B)(6) 2021 was determined to secondary to a traumatic foley catheter insertion on (B)(6) 2021. The patient had a drop in hemoglobin/hematocrit (h/h) on (B)(6) 2021 and received prbc transfusions. On (B)(6) 2021, the patient had bloody nasogastric (ng) tube output. Gastroenterology was consulted and attributed this to irritation from both ngt and keofeed tube. Proton pump inhibitors were recommended. The patient's h/h remained low and they continued to have hematuria. Urology was consulted and per recommendation, there was no need for irrigation of blood clots as the patient did not have retention. On (B)(6) 2021, the patient reported that their urine was clear and they no longer had hematuria. Starting on (B)(6) 2021, the patient had bleeding that resolved on (B)(6) 2022. On (B)(6) 2021, it was first noted that the patient had moderate to severe ileus with the cessation of stool and passing gas. A gastrointestinal work up was done with lipase and kidney, ureter, and bladder (kub) x-ray which confirmed that the patient did not have ileus. On (B)(6) 2021, the subject had several bouts of emesis and an ng tube was placed for decompression. The patient had respiratory failure on (B)(6) 2021 that was likely aspiration and that resolved on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 22mar2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ lists bleeding, cardiac arrhythmia, hemolysis, infection (local, driveline, and pump pocket), arterial non-central nervous system (cns) thromboembolism, multi system organ failure, including renal dysfunction, right heart failure, respiratory failure, neurologic dysfunction and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿, also lists infection and thromboembolism as potential late postimplant complications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had rising lactate dehydrogenase (ldh) with initial concern for early developing pump thrombosis. Vad settings were stable using unchanged power parameters. Treatment arm medication had been on hold due to the presence of a feeding tube. The mechanical circulatory support (mcs) team and surgeon decided to start the patient on acetylsalicylic acid (asa) on (B)(6) 2021. It was noted that ldh was downtrending. Thrombosis was not confirmed, and a tte scan on (B)(6) 2021 revealed a grossly mildly enlarged right ventricle with grossly moderately to markedly reduced systolic function. There was a small left ventricular cavity with markedly reduced systolic function. A large echo dense structure was noted adjacent to the right atrium consistent with mediastinal hematoma per a recent CT report. It was noted that warfarin was held around the time of event onset due to the possibility of tunneled dialysis catheter (tdc) placement. The patient also had not been taking tam as it cannot be crushed into tube feeds.